Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file. The submitted log file contained approximately 65 days of data ((B)(6) 2019 - (B)(6) 2020 per the timestamp). Intermittent driveline fault alarms were active throughout the log file beginning on (B)(6) 2020 at 15:08:13 due to phase 1 being measured lower than phases 2 & 3. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The account communicated that the system controller was exchanged on (B)(6) 2020. A log file from the new controller was submitted on (B)(6) 2020. Technical services reviewed the submitted log file and noted that the driveline fault was no longer active; however, technical services recommended having the patient come back for more log files at a later date, as the alarm could potentially return. Technical services noted a potential area of concern on the submitted driveline x-rays. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (doc #10006960, rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient hand book under section 10 entitled ¿safety checklists¿ provides the user with checklists to perform routine maintenance of the heartmate ii lvad. This section includes steps to inspect the driveline for signs of damage. Section 6 ¿caring for the equipment¿ describes how to care for the driveline, the signs of a potential driveline damage, and the actions to take if driveline damage is suspected. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01298. It was reported that patient had driveline fault alarms that started early january. During log file analysis, the driveline fault alarms were believed to be true. Patient was changed to a new controller and x-rays were sent which showed an area of concern. Following the controller exchange a few power disconnects were performed and the alarm did not reappear. The driveline was assessed and no weakness was found to taped casing on the driveline. Technical services did not observe any further driveline fault events in the log file but believed the alarms are true and will return.